Event description:
It was reported. There were coupling/communication issues while recharging. Antenna locate (al) was performed resulting in a power on reset (por) message being displaying on the recharger which then lead to a normal recharging screen. Following the all the patient was receiving all 8 coupling bars while recharging. Later. The same day. The patient lost coupling again but was able to get all 8 coupling bars again. The device was going to be charged to full and then later the por was going to be cleared. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead: model 3778-75, serial #(B)(4), implanted: (B)(6) 2010. Lead: model 3778-75, serial (B)(4), implanted: (B)(6) 2010. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).